Event description:
It was reported per field service report: symptom - found no ac operation. Findings/action taken: found and replaced defective power supply. Functional check is 'ok'. Leakage checked by biomed. Additional info from field service expert on 09/23/2009, stated, an electrical safety check was performed because the power supply was replaced.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the power supply was returned for evaluation. Power supply was bench tested. The reported complaint found no ac operation was confirmed. The power supply failed to operate on ac line voltage.